Event description:
It was reported that the device failed to interrogate and the device lost communication with the programmer. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With another battery attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. A longevity calculation was performed and was found to be below the expected limits. The original battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the battery depletion remains undetermined.